Manufacturer narrative:
Intuitive surgical received the permanent cautery spatula instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported based on failure analysis investigation results confirming a broken pitch cable.

Event description:
It was reported that during a da vinci myomectomy procedure, the permanent cautery spatula instrument was found to have been broken. Reported information indicated that the device was not used and that no fragments fell into the patient. The procedure was completed and no adverse event was reported to have occurred.